Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. When attempting interrogation, rf telemetry was inaccessible and only wand interrogation was successful. A cybersecurity update was completed and the rf telemetry was restored. The patient was stable.